Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a non-st elevated myocardial infarction and a 90% stenosed lesion in the non-heavily-tortuous mid left anterior descending coronary artery was revealed via cardiac catheterization. Percutaneous coronary intervention was performed using a 2.0x28 non-abbott balloon dilatation catheter (bdc), followed by implantation of a 2.25x28 non-abbott stent via deployment at 12 atmospheres; post-deployment, a perforation into the right ventricle was noted. Anticoagulation therapy with protamine was promptly discontinued followed by prolonged balloon inflations with a 2.5x20 non-abbott bdc. As extravasation of contrast persisted, a 3.0x16 jostent graftmaster covered stent system was advanced and the stent was deployed at the perforation site; however, the perforation did not completely seal. Several more prolonged balloon inflations were attempted, but failed to seal the perforation. A 3.5x16 jostent graftmaster was then advanced, but was unable to cross through the previously deployed non-abbott stent; the implanted 3.0x16 jostent graftmaster covered stent was also not crossable by the 3.5x16 jostent graftmaster. Thus, the 3.5x16 jostent graftmaster was subsequently withdrawn and the perforation was not treated. The procedure was terminated and the patient was closely observed in the hospital critical care unit with serial echocardiography, then was discharged (B)(6) 2013. The perforation self-resolved several days after the procedure. While the patient remained asymptomatic and hemodynamically stable, this issue caused a one-day delay that was considered clinically significant by the physician. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: dilatation catheter: maverick 2.0x28, maverick 2.5x20; stent: promus element 2.25x28. The jostent graftmaster 3.5 x 16 mm mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.